Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert, power loss alarm or replace battery now alarm noted during testing. Device received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. The device will be returned for analysis.